Event description:
It was reported that during a gastric bypass procedure, the device shaft separated at the articulation point and then the device locked on tissue. They removed the device from the tissue with scissors. They opened a new device and continued with the procedure. Bleeding was noted but no units of blood were given to the pt. There was an additional 30 mins added to the procedure.

Manufacturer narrative:
Info anticipated, but unavailable at this time.